Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, h6.

Event description:
Healthcare professional reported "textured to smooth", rupture, "silicone granuloma" and "silicone deposits in the lymph nodes in the armpit". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare professional reported "textured to smooth", rupture, "silicone granuloma" and "silicone deposits in the lymph nodes in the armpit". This record is for the right side. Device remains implanted. Unknown if device will be returned.